Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during a routine echocardiogram diagnostic, an increased speed measurement on the outflow graft (ofg) inside the aorta was noticed and an angiography computed tomography (CT) scan was performed. The angiography CT scan revealed a sever occlusion of the outflow graft (ofg) between the bend relief and the ofg prosthesis. Massive jelly tissue and a twisting of the ofg below the bend relief was suspected. The log files did not show any alarms. On (B)(6) 2022, re-exploration was performed. The surgeon opened the whole length of the bend relief. While the surgeon was opening the bend relief, jelly tissue was pushed directly out of the bend relief. The surgeon removed the rest of the high amounts of the occluding jelly tissue and no twisting was seen. There was no sign of hemolysis and no changes to patient condition that may have contributed to the event. The left ventricular assist device (lvad) relieved the ventricle which followed into a left ventricle collapse. After optimization of medical treatment and volume substitution, the patient was stabilized after several minutes and was transferred to the ICU under stable conditions. The patient was extubated and was stable with the pump running as expected.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the account¿s submitted images confirmed an extrinsic outflow graft obstruction. The controller event log file contained events from 06oct2022 through 02nov2022. No notable events or alarms were observed, and the pump appeared to function as intended at the set speed. Evaluation of the submitted images confirmed a deformation of the outflow graft with a narrowing of the graft lumen underneath the bend relief. This appeared consistent with a buildup of biomaterial between the bend relief and the outflow graft, causing compression of the graft. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. G) is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.